Manufacturer narrative:
Additional information: according to the information and measurements from the field a technical implant failure seems likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The explanted device has not been received for investigation yet.

Event description:
The user's hearing performance with the device has been decreasing over the past months and she has no access to sound now. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has been decreasing over the past months and she has no access to sounds now.